Event description:
Call from patient regarding cadd extension tubing lot 3983998, stated that the tubing is leaking from the filter area. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.